Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: a log file review of the run in question was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505096. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 identified three additional complaints related to the reported issue. One ticket was independently investigated and no product deficiency was identified. The additional two tickets are currently under investigation. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 was not identified.

Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer states that when running the realtime sars-cov-2 assay, they received two negative results that generated positive results on another assay. Due to a previous contamination issue, the customer is now routinely comparing results to their alternative analysis method (magnapure extraction and primerdesign coronavirus (covid-19) genesig real-time pcr assay). Molecular application specialist (mas) performed log analysis for the realtime sars-cov-2 assay, which indicated there is no amplification for either sample. The internal control in the sample is behaving as per expectations and positive and negative controls are within range. The customer states that the alternative method results are "late amplifications", which are still treated as positive by the corresponding algorithms of the other assay. This sample has also been processed with the genexpert assay, where it resulted in cyclet threshold (CT) 40.50. The customer reported the positive result to the clinician that requested the testing. Suspect realtime results were not reported; therefore, did not impact patient management. Second sample will be reported via MDR 3005248192-2020-00009. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.